Event description:
It was reported that a user experienced loss of cgm data after applying a new dexcom g6 sensor, receiving sensor error messages in the dexcom app and an inability to maintain pairing, which interrupted cgm-driven dosing on the ilet; the user¿s bg rose to 300 mg/dl and remained above 180 mg/dl for about 3 hours until a replacement sensor was initiated and a fingerstick value of 246 mg/dl was entered into the ilet to continue dosing during warm-up. Symptoms included hyperglycemia with device-generated high glucose alerts. Outcomes included transient loss of therapy automation due to unavailable cgm data and the need for user intervention to replace the sensor and use fingerstick entry. Investigation included remote troubleshooting and education, guidance to replace the cgm sensor, and verification that the ilet accepted manual bg entry while the replacement sensor was in warm-up. Investigation of this case revealed a failed dexcom g6 sensor with pairing and sensor error behavior, while the ilet functioned as designed by allowing manual bg input to maintain dosing during cgm unavailability. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor failure leading to cgm data unavailability and consequent hyperglycemia, with the ilet operating per design.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.